Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired.

Event description:
It was reported that during the sacrospinous ligament procedure, two capio slim devices misfired. The procedure was completed using another capio device. No patient complications were reported. Note: this report pertains to the second of two devices used during the same procedure.

Manufacturer narrative:
Block h6: imdrf device code a050502 captures the reportable event of device misfired. Block h11: the complaint device was not returned; therefore, no physical or visual analysis could be performed. As a result, the reported device performance allegation could not be confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specification. A risk review was completed and confirmed that the event of "device misfire" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on the information provided, the most probable cause of the reported issue could not be determined due to a lack of evidence, and in the absence of device evaluation or objective evidence, the most probable causes that may have contributed to the event remain unknown; therefore, this complaint is assigned an investigation conclusion code of "unable to exclude device problem", as the investigation findings do not clearly confirm the presence or absence of the reported problem with the device.

Event description:
It was reported that during the sacrospinous ligament procedure, two capio slim devices misfired. The procedure was completed using another capio device. No patient complications were reported. Note: this report pertains to the second of two devices used during the same procedure.